Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device and delivery system (wds) were selected to be used. The transseptal was successful and where the physician wanted, inferior and posterior, and without any difficulty by the mechanical needle. The physician positioned the was in the laa of the patient and then inserted the wds. When the wds was inserted and positioned into the laa the physician struggled with obtaining a good deployment site. The positioning was too posterior, so during the deployments the closure device was shouldering too much on the anterior side. After 3 or 4 deployments, the physician found a good position and the closure device had a good shape. During a check of the release criteria the patient's arterial pressure dropped, and transesophageal echocardiogram (tee) imaging showed a massive effusion with cardiac tamponade. The physician performed a pericardiocentesis draining 400ml and auto-transfused this back into the patient. The patient went into cardiac arrest and underwent open heart surgery to repair the perforation and pericardial effusion with cardiac tamponade. The physician attempted for an hour to treat the patient but was unsuccessful. The patient did not recover and died as a result of this event.